Manufacturer narrative:
Title: histology of debris captured by a cerebral protection system during transcatheter valve-in-valve implantation citation: heart (2016) 102:1573¿1580 (doi 10.1136/heartjnl-2016-309597) authors: tobias schmidt et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding debris captured by a cerebral protection system during the implant of a transcatheter bioprosthetic valve. All data were collected from a single center between april 2013 and november 2015. The study population included 15 patients (predominantly male; mean age 75 years), 7 of which had been implanted with a medtronic mosaic (2), hancock (4) or a corevalve (1) device. Duration of implant ranged from 2-20 years. Eleven medtronic transcatheter bioprosthetic valves were implanted valve-in-valve (3 corevalve and 8 evolut r). Medtronic received information that twenty years after the implant of this 21mm hancock bioprosthetic aortic valve, aortic stenosis and moderate aortic regurgitation were noted. Subsequently, a transcatheter bioprosthetic valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.